Event description:
As reported by facility, "resident found with their head between the bed and the rail. Pt's lower body was off the bed. The resident was not breathing and no vital signs. The bed alarm did not sound. Upon further investigation the wire connecting the sensor pad to the sensor alarm was broken. Sensor box continued to show it was functioning properly."